Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable or difficult to prime and unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported the insulin would not flow during priming.   Date of event: 2021-06-01. Samples: yes.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable or difficult to prime and unable to deliver insulin or medicine. The following information was provided by the initial reporter:   the consumer reported the insulin would not flow during priming.   Date of event: (B)(6) 2021. Samples: yes.